Event description:
It was reported that the device went into backup vvi mode with no defibrillation therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Physician was performing a heart catheterization procedure. During the radial vascular approach, the introducer set broke leaving a vascular dilator in the radial artery. Vascular surgery had to be consulted. The pt was taken to the operating room. Incision was made in the artery, artery was dissected, the sheath was grasped and removed intact. The artery was then repaired. The pt was taken to the intensive care unit. Pt has undergone frequent doppler flow assessment of the artery.

Manufacturer narrative:
The reported field event was confirmed. Upon receipt, the device had a visible arc mark on the ICD can. Analysis found trace elements of the lead conductor material on the device. It is believed that the arcing damaged the device's high voltage circuitry and caused the reported anomalies.